Event description:
Customer reported a pump malfunction with no notable preceding events. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code persisted. Consequently, a replacement pump was sent to the customer, who was advised to use multiple daily injections (mdi) as backup therapy. The customer was informed about the need to update the pump software and transfer settings to the new pump. Instructions for returning the malfunctioning pump were provided and acknowledged by the customer.